Event description:
It was reported that the pt died two days after the pt's pump explant surgery. The reason for the pump explant was not reported. It was not known whether the pt's death was related to the device or pump explant surgery. No info was provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details or pt symptoms were provided. Add'l info was requested but not received at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4)